Event description:
I had my implant done 5 years ago in (B)(6) and all tested showed to be sterile, but (B)(6) 2012 got very sick and the dr proceeded in telling me I was pregnant and was due in (B)(6) 2013. I have horrible migraines, cramps, dizziness, and loose clumps of hair daily, I have also been having very sharp pains in my abdomen and bloated.